Event description:
The customer reported three devices from three different lot numbers were used during a meniscal repair; 50237518, 50223454 and 50174507. T1 deployed into the pt's meniscus. T2 did not deploy properly and fell off the device. Therefore, t1 remains unsupported in the pt. It is unk which lot number this t belongs to.

Manufacturer narrative:
Two devices have been returned for eval. One device had no t's attached; the other device t2 was advanced to the dimple. Lot number could not be determined as devices are not marked. Please refer to CAPA.